Event description:
It was reported that a spectrum iq infusion pump powered off intermittently during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, customer reported problem of ¿intermittent power¿ was not reproduced. Device was successfully powered on using known good ac and dc power supplies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.